Event description:
It was reported that the patient presented to the clinic, and intermittent loss of ventricular capture was noted on the device. The patient is not pacemaker dependent and was stable during this episode. Oversensing of noise leading to pacing inhibition was also noted on the right ventricular (rv) and right atrial (ra) leads. No intervention was performed at this time, and no adverse health consequences to the patient.